Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. During the revision procedure, it was observed that the patient's chest felt warm and there was infectious looking drainage in the pocket as well as on the implantable pulse generator (ipg) and leads. The system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.